Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated they tried with 4 different battery. Customer reports they were able to clear the alarm. Customer not able to complete rewind. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test.